Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region 19#, its non-osseointegration was observed. 15ncm of primary stability was achieved, trauma over the implant has occurred and the patient presented insufficient quantity/quality (bone type I).